Event description:
A customer reported a cracked and shattered touchscreen on their pump, rendering it unresponsive and illegible. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.